Event description:
During an atrial fibrillation procedure, fluid leaked from the introducer valve when flushing. The device was replaced, and the procedure was completed with no adverse consequences to the patient.

Manufacturer narrative:
One 14f fast-cath trio introducer sheath received for evaluation. The sheath passed pressure and aspiration leak testing on each valve with no anomalies observed. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported leak remains unknown.